Event description:
Had breast cancer and biozorb was used during surgery to fill the space and have constantly had pain for 6 months and it is protruding out of my skin. Going to pain care management on july 12.